Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had some issues recharging, sometimes it goes quickly and other times it takes a long time. The patient stated he has excellent charge quality at the times it takes longer to charge. The issue has persisted since implant. The patient stated the controller is charged up during these times. The patient was suggested that the patient monitor to make sure they maintain excellent charge quality and the charge speed is set as high as it will go. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the reason recharging took longer was that the belt won't stay tight. The patient said that the remote needs to be right next to the stimulator and they can't use the pouch. The issue was not really resolved and the patient was still having some trouble. No further complications were reported.